Manufacturer narrative:
Product analysis: the stent was positioned between the markerbands but not meeting specifications due to deformation at the proximal end. Deformation was evident to the most proximal stent wraps with struts bunched and overlapping. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non-tortuous, moderately calcified lesion exhibiting 80% stenosis located in the obtuse marginal. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when trying to advance the device. It was reported that the device failed to cross/position at the lesion. The procedure was completed using a non-medtronic stent. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. The patient is reported to be alive with no injury. Device analysis has shown stent deformation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.